Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer contacted olympus to report the subject device was used in two different procedures with two different patients and both patients tested positive for microbes of fusarium oxysporom. The two patients had diagnostic endobronchial ultrasound transbronchial needle aspiration procedures. The physician suspects cross-contamination with the endoscope and the 2 patients. However, the facility tested the endoscope and the results were negative. The 2 patients were treated with antifungals as outpatients. This event includes two complaints as follows: patient identifier (B)(6) is for patient 1. Patient identifier (B)(6) is for patient 2. This report is 1 of 2 for patient identifier (B)(6).

Event description:
The customer provided additional information: the patients samples that obtained fusarium oxysporum complex dna were both obtained on linear endobronchial ultrasound-guided transbronchial needle aspiration from lymph node samples sent for panfungal polymerase chain reaction assay. The procedures were performed at westmead private hospital on (B)(6) 2021 on 2 consecutive cases using the same scope.

Manufacturer narrative:
This supplemental report is being submitted for additional information from the customer. Corrected data: b3. New information:

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's investigation. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is unable to be determined. The device was not returned for investigation and the customer did not provide the cleaning, disinfection and sterilization procedures either.